Manufacturer narrative:
(B)(4). The mr290vx vented autofeed humidification chamber is not expected to be returned to fph (B)(4) for inspection. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow-up report once we received the complaint device and have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) clinical product specialist that a drug was placed in the dry line of a breathing circuit and came in contact with an mr290vx vented autofeed humidification chamber, causing it to become discoloured. This was noticed after use on a patient. No patient consequence was reported.